Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump and it was off. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found crack on the case of the battery tube side. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs were not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 63 alarmed during testing. Confirmed the pump alarmed pump error 63 on 17:51:36.000 in the history files. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, damaged display window cover and serial number label missing. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 63 alarmed during testing. Pump error 63 confirmed. Cosmetic damage located at the battery compartment confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.